Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, the customer reported that cartridges are re-used. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose was 200 mg/dl.